Manufacturer narrative:
Three attempts were made to contact the customer for further info. No additional info could be determined based on the original info provided.

Event description:
It was reported that the head end of the bed would not operate properly. No injury was reported.